Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter device. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. The sheath was torn/separated 8cm distal of the strain relief. The torn/separated ends of the sheath are consistent with damage caused by the hemostasis valve being over tightened and then the sheath being pulled. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that saline leak occurred. A 1.25mm rotalink burr was selected for use. During preparation, it was noted that the burr was leaking saline. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that saline leak occurred. A 1.25mm rotalink¿ burr was selected for use. During preparation, it was noted that the burr was leaking saline. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.